Event description:
It was reported that during a surgical procedure of rectal prolapse resection, the surgeon was not able to fire the instrument pph03 because it seemed to locked. The device didn't cut and suture any tissue. To remove the instrument from the patient, the surgeon had to resect part of the rectal wall with a flash bleeding as a consequence. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2023. D4 batch # unk. B2: hospitalization prolonged. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. How was the bleeding controlled? Additional sutures and tabotamp. 2. How much blood was lost (ml)? It was not measured. 3. Did the patient require a transfusion? No. 4. Could you please clarify if there were any patient consequences? The procedure may have not been totally completed, it could be repeated few months further if necessary. 5. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? A longer (one or two days maore than usual) recovery to monitorize patient conditions. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.